Manufacturer narrative:
Approximate age of device ¿ 9 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the patient had ischemic and hemorrhagic strokes. The patient had a craniotomy to remove the hematoma, however, the patient was in coma and expired on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate ii left ventricular assist system and the reported event could not conclusively be established through this evaluation. The pump was returned assembled with the driveline (dl) severed approximately 3.5 inches from the pump housing and the distal portion of the dl was returned 34.5 inches in length. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. Only the graft attachment of the sealed outflow graft was returned. Examination of the sealed inflow conduit and outlet elbow revealed post-explant depositions of loosely clotted blood. Further evaluation of the pump revealed post-explant depositions of loosely clotted in the outlet stator and rotor vanes. The observed depositions lacked laminated layering and structure and were loosely seated, suggesting that they resulted from blood remaining within the device post-explant. No adhered or developed depositions or thrombus formations were found within the returned device. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Stroke, bleeding and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.